Event description:
Threshold high; no capture

Event description:
Threshold high; no capture. Information received. Regarding pneumothorax at implant, with multiple subclavian sticks. Pt also experienced shortness of breath.